Manufacturer narrative:
No unexpected external ram error alarm or low res alarms noted during testing. The insulin pump passed displacement test, pump self test, off no power test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. Constant unexpected restart alarms during battery change due to faulty interface board noted during testing. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Moisture damage on all electronic assemblies noted during testing. The insulin pump had corroded motor assembly noted during visual inspection.

Event description:
The customer's spouse reported via phone call that they received external ram error alarm and unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that a basal was not programmed before the unexpected restart alarm. The customer's spouse stated that the insulin pump was not stored and was not in use for an extended period of time. The customer's spouse stated that the alarm occurred after inserting a new battery. The insulin pump will be returned for analysis.